Event description:
Customer reported the blue tubing came out of the bottom of the burette during an infusion causing fluid to leak. No pt harm reported and no medical intervention was required. The user provided no additional event info.

Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for eval.